Manufacturer narrative:
UDI field not sufficient to display all digits, should read: (B)(4).

Event description:
It was reported that during a lead extraction procedure, a cardiac perforation occurred. Reportedly, the physician was using the glidelight laser sheath to progress down the rv lead. When passing the first high voltage rv coil, a drop in blood pressure was identified. The physician was reportedly not actively using laser energy at the time of the hemodynamic changes, but the device was in fact inside the patient's heart. A tear to the wall of the right atrium was identified, and a sternotomy was performed. The physician was able to successfully repair the injury, however, the patient unfortunately expired the next day while in ICU.